Manufacturer narrative:
Based on the information provided, the degree to which the mesh implant may have caused or contributed to the reported bowel perforation cannot be determined. The explanted sample was discarded by the user facility and therefore, unavailable for review. No conclusions can be made. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. This is an addendum to the initial emdr to document product information was provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for the manufacturing lot of (B)(4) units released for distribution in february, 2019 discarded.

Event description:
It was reported that on (B)(6) 2019 the patient underwent the repair of a ventral incisional hernia and was implanted with a bard ventrio st mesh. On (B)(6) 2019, the patient presented with abdominal pain. Contrast CT revealed that there was perforation of the small bowel. On (B)(6) 2019, the patient underwent surgery for the repair of the perforated bowel and mesh removal. The perforation was closed by suturing. During the surgery, the doctor did not find that the mesh was adhered to the small bowel. No other patient injury was reported.

Manufacturer narrative:
Based on the information provided, the degree to which the mesh implant may have caused or contributed to the reported bowel perforation cannot be determined. The explanted sample was discarded by the user facility and therefore, unavailable for review. No conclusions can be made. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Discarded.

Event description:
It was reported that on (B)(6) 2019 the patient underwent the repair of a ventral incisional hernia and was implanted with a bard ventrio st mesh. On (B)(6) 2019, the patient presented with abdominal pain. Contrast CT revealed that there was perforation of the small bowel. On (B)(6) 2019, the patient underwent surgery for the repair of the perforated bowel and mesh removal. The perforation was closed by suturing. During the surgery, the doctor did not find that the mesh was adhered to the small bowel. No other patient injury was reported.